Event description:
Reportedly, on (B)(6) 2013, the ventricular pacing impedance measured through smartcheck (programmer feature) was above 3000 ohm and the ventricular pacing threshold could not be measured. Pacing threshold and impedance tests were performed (without smartcheck feature) and normal measurement were obtained afterwards. Review of the recorded episodes led to a suspicion of a lead issue; in addition, the v lead impedance curve was not available. According to preliminary analysis results, ventricular lead issue/lead connection issue is suspected. Evaluation of the benefit of a re-intervention has been recommended.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.